Manufacturer narrative:
Concomitant medical product: 5568-53, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited double-counting at the beginning of an s-t segment of the waveform du ring a non-sustained ventricular tachycardia episode. No reprogramming changes have been made and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.